Event description:
The neuron catheter was placed, using traditional intervention technique, into the pt's right internal carotid artery. Upon advancement of the micro catheter and separator wire within this neuron, a kink was noticed in the proximal segment of the right common carotid artery. At this point the neuron was removed, and replaced with the smaller neuron 053 and the case was continued with no other problems.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 16260-03/a, (lot # l13971). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. The parts released in this lot met process requirement.